Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient family member reported that patient has a lot of nerve pain, and she could not sit for very long. The patient gets a lot of pain down her leg. She stated it was like jolting. The symptoms reported were: nerve pain, jolting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.